Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on display window corners, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 300 mg/dl. The customer was at prom and the insulin pump was in her dress. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.